Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: 372008. The device was returned to the factory on 10/05/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula outside its plastic protective shell and plastic wrapping. There was no evidence of plastic shaving on the tip of the harvesting device or the cannula. No plastic shaving was returned for evaluation. The harvesting device was removed from the cannula with no physical or visual defects. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no plastic shaving observed at the tip. The cannula was inspected. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted on the cannula. The toggle was manipulated to retract/extend the c- ring. No visual defects or physical defects were observed. Based on the returned condition of the device, the reported failure "particulates" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they stated that plastic shaving at tip. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
H6 correction: evaluation results code changed to operational problem; evaluation conclusion codes changed to known inherent risk of procedure. H10 correction: the investigation has been corrected. Internal complaint number: (B)(4). The device was returned to the factory on 05oct2020. An investigation was conducted on 26oct2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula outside its plastic protective shell and plastic wrapping. There was no evidence of plastic shaving on the tip of the harvesting device or the cannula. No plastic shaving was returned for evaluation. The harvesting device was removed from the cannula with no physical or visual defects. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no plastic shaving observed at the tip. The cannula was inspected. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted on the cannula. The toggle was manipulated to retract/extend the c- ring. No visual defects or physical defects were observed. An engineering evaluation was conducted that identified the root cause of the "particulate; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulate; shavings" is deemed confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they stated that plastic shaving at tip. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, they stated that plastic shaving at tip. A replacement device was used to complete the procedure. No patient involvement.